Event description:
Response to mw5057312. The shoulder chair involved in the incident was returned to skytron. Upon evaluation, skytron found that the screws used to secure the adjustable back section to the adapter that attaches to the table are damaged. The screws are also too short to properly attach the two pieces. The OEM screws are 1/4-20xl" screws and the ones used on this chair are 1/4-20x5/8". The chair also being used on a table that it is labeled not compatible with creating a weight capacity issue with the patient's weight and force on the chair. This product was made obsolete in 2004.